Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two appropriate shocks. The first shock was unsuccessful in converting the rhythm, however, the second shock successfully converted the rhythm. High shock impedance measurements of 122 ohms was observed following shock delivery. The patient noted only receiving one shock. The physician suspected the first shock didn't convert due to potential electrical overstress. Technical services (ts) reviewed a copy of stored device memory and noted the device appropriately delivered therapy and discussed the shock impedance measurements being on the higher side. Ts noted the electrical overstress behavior is related to a short condition and indicated the device would likely be non-functional. Ts noted this device appears to be intact and confirmed the second shock converted the rhythm. Ts also noted missing data related to the electrode. The missing data was suspected to be related to a potential device reset that affected programmer based data. Surgical intervention was undertaken. The device and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis. This product is part of the emblem s-ICD overstress 12/03/2020 advisory population.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two appropriate shocks. The first shock was unsuccessful in converting the rhythm, however, the second shock successfully converted the rhythm. High shock impedance measurements of 122 ohms was observed following shock delivery. The patient noted only receiving one shock. The physician suspected the first shock didn't convert due to potential electrical overstress. Technical services (ts) reviewed a copy of stored device memory and noted the device appropriately delivered therapy and discussed the shock impedance measurements being on the higher side. Ts noted the electrical overstress behavior is related to a short condition and indicated the device would likely be non-functional. Ts noted this device appears to be intact and confirmed the second shock converted the rhythm. Ts also noted missing data related to the electrode. The missing data was suspected to be related to a potential device reset that affected programmer based data. Surgical intervention was undertaken. The device and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis. This product is part of the emblem s-ICD overstress 12/03/20 advisory population.